Event description:
The threaded stud was found to be broken on the handpiece. No pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis. 510(k) number is k002906.